Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, being injured, or performing strenuous activities since implant, the patient having other implanted (pins/screws/devices), and migration have been ruled out as potential causes. A potential cause of the shock sensation is not performing the MRI according to the IFU. The stimulator is used to treat pain. The cause of the shock during the MRI is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.

Event description:
The patient reported a shock sensation during an MRI. The MRI was immediately aborted, the shock sensation is gone, the patient's legs feel normal again, and they can wear the system.